Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A review of the device history and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. Per the xia instructions for use (IFU): once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated... While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. A root cause cannot be determined as there is not enough information provided to determine one. Possible root causes include excessive patient post op activity, patient non fusion, excess torque applied to the blockers during final tightening, poor fixation construct, device used beyond intended use, improper screw hole prep, improper screw insertion, and/or poor bone quality.

Event description:
A physician reported that a patient underwent revision surgery to address a xia 3 iliac screw head that fractured off post-op. The screw could not be removed as the head portion is broken off.

Manufacturer narrative:
Device evaluated by MFR? Remains implanted.

Event description:
A physician reported that a patient underwent revision surgery to address a xia 3 iliac screw head that fractured off post-op. The screw could not be removed as the head portion is broken off.